Manufacturer narrative:
For report ref: -00, h2 and h3 were updated.

Event description:
The patient reported recurring controller app errors that caused the device to power cycle and enter limited mode, resulting to high blood glucose (bg) up to 19 mmol/l (342 mg/dl) as well as nausea, vomiting, and elevated heart rate. The patient experienced two documented app errors on january 19 and 25, 2026, with similar issues beginning in december. In each instance, the controller powered off and restarted independently, after which it entered limited mode, contributing to elevated bg levels and early pod removals. Following these events, the patient transitioned to backup insulin pens. On (B)(6) 2026, the patient required hospitalization and was treated under diabetic ketoacidosis protocol receiving intravenous insulin therapy. The pod worn on the arm during the incident was removed the day before (B)(6) 2026. The patient could not recall the total duration of pod wear. The pods involved were discarded, and the original controller was provided to a diabetic educator, preventing retrieval of device log files. A replacement controller and pods were shipped to the hospital. The patient remained hospitalized until (B)(6) 2026, completing a 14-day admission before discharge with the new controller.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Cloud data from the user for the period of 19jan2026-22jan2026 was downloaded and reviewed. Review of the cloud data confirmed that an omnipod 5 app error of error code 05-50065-17328-002 was generated on 19jan2026 at 03:46 gmt-11. Without log files, the exact cause of the app error could not be determined. Omnipod 5 app errors result in the controller restarting, but does not result in the pod being deactivated and does not impact pod-sensor communication. Review of the patient history buffer (phb) data found that the pod and sensor were in regular communication, with only one stretch of missing values that resulted in the system transitioning from automated mode to automated mode: limited on 19jan2026 approximately 2 hours before the app error occurred. The only other instances of the system transitioning to automated mode: limited occurred during the first four cycles after a new pod activation, as expected. Review of the phb data found that the system was used only in automated mode and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. No evidence of issues with insulin delivery was observed in the available cloud data. Without logs, it could not be determined if the controller was regularly restarting or if the only restart occurred as a result of the app error. The exact cause of the app error and reported controller restarts could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.